Manufacturer narrative:
This report is submitted on march 4, 2021.

Event description:
Per the surgeon, the patient experienced an extrusion of the electrode into the outer ear. On (B)(6) 2020, under a general anaesthetic, the surgeon placed a cartilage graft and returned the lead to the proper location.